Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and pericardial effusion during the implant of a leadless implantable pulse generator (ipg). The perforation occurred when the physician experienced difficulty crossing the tricuspid valve. It was noted that the deflection of the delivery system appeared damaged, and the catheter found kinked. The patient was then transferred to the operating room and an open heart procedure performed to stabilize the patient. A paracentesis was done to drain the effusion. The ipg was never deployed or implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Blood was observed on the delivery system (not obstructed). Visual analysis of the delivery system indicated damage during use. Analysis indicated that the flat wire (wire mesh) was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The delivery system outer shaft was bent. The analyst noted that the delivery system was returned with the device attached. Visual inspection found dried blood on the lower portion of the handle. Additional inspection found the wire mesh was exposed on the shaft near the proximal end of the sheath. One kink was observed at 12 cm from the distal end of the delivery system. Curve could be applied but the distal shaft appeared to be out of plane. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.